Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient developed an irritation under the garments and the electrode belt that were open and bleeding from scratching. There was no alleged device malfunction. Follow-up attempts were unsuccessful and the patient's medical outcome is unknown.